Manufacturer narrative:
G4: 28mar2020, b4: 31mar2020. The replaced blower assembly was returned for failure analysis. The blower assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported an air source fault. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed the occurrence of the diagnostic code related to air valve liftoff failure upon start up. The fse replaced the blower and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.